Event description:
It was reported that post water vapor therapy procedure, a patient reported experiencing dysuria from the tip of his penis to his rectum every time he urinates, which lasts for several minutes after urination. He is also experiencing urinary retention, and feels a sense of urgency even with small amounts of urine. The patient spoke with his physician regarding the symptoms and his physician said that none of his prior patients have experienced those symptoms. There is no further information.